Manufacturer narrative:
Section d4: correction.

Manufacturer narrative:
Approximate age of device: 3 months, 1 day. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported the patient noted a partially disengaged driveline. The pump was reported to still be running and no notable alarms were heard. The customer detailed once the driveline was pushed in a clicking sound was heard and the safety lock was able to engage. Log file analysis noted no unusual events. No further information was reported.